Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 39-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, cervicitis, multigravida and parity 2. Concurrent conditions included bleeding breakthrough, painful periods, fatigue and aching (r) knee. Concomitant products included celecoxib (celebrex), nsaids since 2006 and paracetamol (acetaminophen) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping) / cramps"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ partial salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the vaginal haemorrhage and menorrhagia had resolved and the vaginal infection, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2006 (pfs). Three rings were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, vaginal haemorrhage, dysmenorrhoea, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a (B)(6) female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, cervicitis, multigravida and parity 2. Concurrent conditions included bleeding breakthrough, painful periods, fatigue and aching (r) knee. Concomitant products included celecoxib (celebrex), nsaids since 2006 and paracetamol (acetaminophen) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding, menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, vag.infect"), migraine headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping) / cramps"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), migraine ("migraine") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy ¿ partial salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis and migraine had resolved and the depression, anxiety, migraine headache and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine headache, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and migraine to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2006 (pfs). Three rings were noted. Received treatment for pelvic/ abdominal, dysmenorrhea (cramping),back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),gen. Abnorm bleed, uti, vag. Infect, migraine, bacterial vaginosis and candida vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, vaginal haemorrhage, dysmenorrhoea, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new events bacterial vaginosis, candida vaginosis, post procedural complication and migraine, rcc, event outcome and references udpated a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, cervicitis, multigravida and parity 2. Concurrent conditions included bleeding breakthrough, painful periods, fatigue and aching (r) knee. Concomitant products included celecoxib (celebrex), nsaids since 2006 and paracetamol (acetaminophen) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding, menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, vag.infect"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping) / cramps"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy ¿ partial salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, abdominal pain, back pain, metrorrhagia and urinary tract infection had resolved and the depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2006 (pfs). Three rings were noted. Received treatment for pelvic/ abdominal, dysmenorrhea (cramping),back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),gen. Abnorm bleed, uti, vag. Infect diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, vaginal haemorrhage, dysmenorrhoea, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events: "abdominal pain, back pain, menorrhagia (bleeding b/w periods), general abnormal bleeding, uti" added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 39-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, cervicitis, multigravida and parity 2. Concurrent conditions included bleeding breakthrough, painful periods, fatigue and aching (r) knee. Concomitant products included celecoxib (celebrex), nsaids since 2006 and paracetamol (acetaminophen) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding, menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, vag. Infect"), migraine headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping) / cramps"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), migraine ("migraine") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy ¿ partial salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis and migraine had resolved and the depression, anxiety, migraine headache and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine headache, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and migraine to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2006 (pfs). Three rings were noted. Received treatment for pelvic/ abdominal, dysmenorrhea (cramping),back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),gen. Abnormal bleed, uti, vag. Infect, migraine, bacterial vaginosis and candida vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, vaginal haemorrhage, dysmenorrhoea, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new events bacterial vaginosis, candida vaginosis, post procedural complication and migraine, rcc, event outcome and references updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 39-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, cervicitis, multigravida and parity 2. Concurrent conditions included bleeding breakthrough, painful periods, fatigue and aching (r) knee. Concomitant products included celecoxib (celebrex), nsaids since 2006 and paracetamol (acetaminophen) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding, menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, vag.infect"), migraine headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping) / cramps"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), migraine ("migraine") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy ¿ partial salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis and migraine had resolved and the depression, anxiety, migraine headache and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine headache, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and migraine to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2006 (pfs). Three rings were noted. Received treatment for pelvic/ abdominal, dysmenorrhea (cramping),back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),gen. Abnorm bleed, uti, vag. Infect, migraine, bacterial vaginosis and candida vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, vaginal haemorrhage, dysmenorrhoea, anxiety. Lot number: 12273655 manufacturing date: 2004-12 expiration date: 2006-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, cervicitis, multigravida and parity 2. Concurrent conditions included bleeding breakthrough, painful periods, fatigue and aching (r) knee. Concomitant products included celecoxib (celebrex), nsaids since 2006 and paracetamol (acetaminophen) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ partial salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the vaginal haemorrhage, vaginal infection, depression, anxiety and migraine outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2006 (pfs). Three rings were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, vaginal haemorrhage, dysmenorrhoea, anxiety. Most recent follow-up information incorporated above includes: on 2-aug-2019: plaintiff fact sheet and medical records received. Lot number added. Device category changed from device other event to incident. Event pelvic pain make incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression, mental anguish, migraines / headaches, dysmenorrhea (cramping). Outcome of events were updated. Essure model no change. Concomitant drug, medical history, reporter information, aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.